Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 laser fibers that were broken upon removal from the package. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fibers were broken upon removal from the package. According to the complainant, it was noted that both laser fibers were broken about twenty centimeters from the tip upon removal from the package. Reportedly, no patient was involved during the event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. A flexiva 200 laser fiber was returned broken with a kink in one piece. The fiber measured approximately 314.4 cm from the break which includes the entire distal tip. The fiber includes kinks. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 laser fibers that were broken upon removal from the package. It was reported to boston scientific corporation on september 3, 2018 that two flexiva 200 laser fibers were broken upon removal from the package. According to the complainant, it was noted that both laser fibers were broken about twenty centimeters from the tip upon removal from the package. Reportedly, no patient was involved during the event.